Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific¿s technical service to report that this patient¿s device was programmed off. The patient has been scheduled for device explant due to infection. Boston scientific received additional information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The device and electrode were explanted with no patient adverse effects as a result of the explant procedure. The source of the infection is unknown at this time. The patient has been referred for an infection disease consultation for treatment. A replacement system is uncertain at this time.